Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when sensor was removed, sensor cannula was missing. Customer believed that sensor was still inside the body. Customer's blood glucose was 9.1 mmol/l. Troubleshooting could not be performed as call was lost.